Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple backup battery (ebb) fault alarms at home. The patient tried to clear the alarm with a system check, but the alarm returned. The coordinator changed the ebb, but the alarm returned. The system controller was exchanged, and the alarm did not return.

Manufacturer narrative:
D9: the ebb was returned for evaluation. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was not confirmed as it was not reproduced during evaluation of the returned 11v backup battery and no log files were submitted. The retuned backup battery, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, the backup battery passed multiple load tests and atypical alarms were not able to be reproduced. The provided information indicated no log files were available, and the heartmate 3 system controller, serial number (B)(6), was disposed of locally due to a suspicion of the patient having clostridioides difficile. A review of patient history revealed previous reported backup battery fault alarms on the heartmate 3 system controller, serial number (B)(6), which was resolved with an exchange of the 11v backup battery, serial number (B)(6). This event has been addressed under cs-201774 but was unable to be confirmed as no log files were available and no alarms were reproduced on the returned backup battery. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The device history record was reviewed for the 11v backup battery, serial number (B)(6). The battery was inspected and accepted into storage on 07jun2024. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 patient handbook was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.